Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d377, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon noted that the stapler wasn't too stable in particular the anvil didn't appear fixed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. D4: batch # 403c20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an gst60t reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: introduce the instrument into the body cavity through a trocar of the appropriate size or through an incision. When using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. For insertion and removal of articulating instruments, the jaws of the instrument must be straight, parallel to the shaft of the instrument. Failure to have the instrument jaws in the straight position will result in difficult insertion or withdrawal of the instrument and may result in damage to the instrument. The event described could not be confirmed as the device performed without any difficulties noted. No damage was observed on the jaws. A manufacturing record evaluation was performed for the finished device batch number 403c20, and no non-conformances were identified.